Event description:
It was reported that a pt underwent a sling procedure in 2007. Following the device insertion, the pt was unable to void properly and had high urinary residuals. The next month, a procedure was performed to remove the vaginal sutures and gently pull the tape downwards with scissors. The vaginal wound was then resutured. This required a prolongation of hospitalization. The event was resolved one month later and the pt is now voiding normally.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l information be obtained, a supplemental 3500a form will be submitted accordingly.